Manufacturer narrative:
Device has not yet been returned to manufacturer.

Event description:
It was reported that unknown abutment screw fractured inside of implant. Implant was removed.

Manufacturer narrative:
Panoramic post-surgery x-ray and periapical x-ray were provided. Visual inspection of the x-rays identified a piece of the fractured screw stuck in the implant. The x-rays show what appears to be the tip of the screw broken off, remaining in the implant. Based on the x-rays received, the fractured condition was confirmed. The part and lot numbers were not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
It was reported that unknown abutment screw fractured inside of implant in tooth location #22. After two attempts, the dentist removed the implant in order to be able to use the region for a new implant placement.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation not reviewed because document review not applicable to this investigation. The reported product is obsolete, no current documentation exists regarding its correct usage. The complainant indicated ¿fracture of abutment screw in implant¿. The complaint was non-verifiable, as the products were not returned and the reported screw fracture could not be inspected. A root cause could not be determined for this complaint.